Event description:
It was reported the insulin pump alarmed each time manual prime was performed. Customer was unable to finish the prime procedure. Customer's blood glucose was 225 mg/dl. The device piston continues to move forward after it makes contact with the reservoir and insulin squirts out. The drive support cap was loose. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion due to a slightly loose drive support disk. The insulin pump was received with broken battery tube threads. The insulin pump was received with a cracked case at the reservoir tube window corners and display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.